Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) presented at middle of life 1 (mol1) after being implanted for 14 months. Guidant received subsequent information that the device has progressed to middle of life 2 (mol2) after 18 months of implant. There has been no excessive therapy delivery. The clinician was concerned that perhaps the battery was depleting faster than expected.